Manufacturer narrative:
The valve remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an appropriate depth. Following deployment, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. As the balloon was pulled out, it caught on the paddle/outflow crowns. The valve was pulled up and into a stable position in the ascending aorta. Due to the short distance between the native annulus and the inflow of the valve, a shorter non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.